Event description:
Adverse event reported: the pump was programmed to infuse morphine sulfate 1.0mg/ml in the pca only mode of delivery with a 8.0mg pca dose, 10 min lockout, and a 80.0mg 4 hrs limit. According to the customer contact, the pt was "found with signs and symptoms of oversedation". No info was available related to respiration rate or level of consciousness at the time of the reported event. Narcan 2.0mg (confirmed dosage) was administered ivp, successfully reversing the nacotized state. After the event, the physician decreased the pca dose to 3.0mg and therapy, continued without further reported event. There was no indication from the customer that the reported adverse event was related to a device malfunction. Though requested, there was no add'l info available.